Manufacturer narrative:
Clarification to b3 date of event: partial date august 2025. Clarification to d6a implant date: partial date (B)(6) 2014. Correction to h6 adverse event problem in the initial medwatch: un-reporting a050401 fluid/blood leak. This code should have been submitted as a0412 material rupture. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Healthcare professional later reported "hardened nodule". This record is for the right side. Device remains implanted. Device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for the right side. Device remains implanted. Device return unknown.